Event description:
Thrombosis access in groin, on 3 sites between femoral and illiac. Noticed the proximal balloon would not inflate when the physician moved to the second procedure site. The patient had a renal transplant 4 days prior, and returned to the hospital due to leg swelling and thrombosis was found in the iliac to femoral vein. Both balloons inflated properly but after the first section was treated, the physician noticed the proximal balloon had deflated. It happened slowly because it was not noticed right away. When the physician moved to the second section, the proximal balloon would not inflate. Used a second trellis device to complete the procedure with positive results.

Manufacturer narrative:
Device history records (DHR) was reviewed for product code bvt808015, lot# 551655. This lot was 100% visually inspected with no defects detected that would relate to the incident.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
Evaluation summary: the defect was confirmed. Perforation at the belly region of proximal balloon was observed.